Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
The complaint states that "cgm accuracy" was reported. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient uses tandem mobi in modified closed loop and the cgm was high. He was unable to check a bg value because he passed out. An ambulance was called the patient was given glucose. Sometime, the bg was 156 mg/dl while the cgm was high. During the same-day call, the patient was fine but upset with the product. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient uses tandem mobi in modified closed loop and the cgm was high. He was unable to check a bg value because he passed out. An ambulance was called the patient was given glucose. Sometime, the bg was 156 mg/dl while the cgm was high. During the same-day call, the patient was fine but upset with the product. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator with cgm reading of high. The reported glucose values fall within the c zone of the parkes error grid was taken upon the arrival of the paramedics. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.